Event description:
It was reported the patient had invalid impedances across most of her contacts. The scs system is comprised of an ipg, three adapters, one extension, and leads from another manufacturer. It was reported the sjm representative attempted to regain coverage with reprogramming but was unable to recapture the pain areas. It was reported the patient was to have x-rays of the system prior to the next follow up with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.